Event description:
It was reported that revision surgery was performed due to the implantation of a left tibial base into the pt's right knee. The product was labeled appropriately; therefore, this is considered to be a surgeon error.